Manufacturer narrative:
Testing and investigation found the ac power cord ground prong was bent. The probable cause for the bent blades and ground prong is use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. The event that is being reported was noted during verification testing. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the service center, it was noted that the ground prong on the ac power cord plug was bent.